Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Blood was noted throughout the dialyzer and coagulated blood was noted within the header end caps. No damage or irregularities were noted on the returned sample. The returned sample was subjected to a laboratory bubble point test. A leak was not detected, possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. A potted fiber fragment was identified at approximately 10°, with the dialysate ports situated at 0°, on the non-cavity ID end. The fiber fragment measured approximately 0.5mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred approximately five minutes into the patient¿s hemodialysis treatment. The blood leak was noted as being an internal blood leak. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were not used since the leak was visually observed towards the red part of the dialysate entry point. Streaks of blood were observed from the header all the way through the connector. There were no reports of defects or damage to the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.